Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix anchor broke while implantation. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix anchor broke while implantation. All the pieces were removed with tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H2: updated section a1, a2, a3, a4, b5, b7, d5, d7a, e1 and h6 (health effect - impact code) h3, h6:the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the fractured anchor and suture string. The anchor is fractured at the proximal end of the suture window. The distal end of the insertion device is deformed and there is debris on all returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states the clinical root cause of the reported event could not be definitively concluded; however, the IFU for the twinfix anchor does warn; ¿breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly.¿ the root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.